Event description:
The cryoablation system and needles were tested prior to the case with no issues reported. At the end of the procedure it was noticed that one of the needles (unsure about which one of the 3 lots numbers reported) presented frost all the way to the needle shaft. Case was completed as expected with no injury to the patient. Needle is being returned to galil for investigation.

Manufacturer narrative:
The needle was not available for investigation. The manufacturing records were reviewed and the needle inspected with no deviations or concerns noted. The needle was manufactured in january 2015 and was marked using an electro-etching process. It is possible that the cause of the vacuum insulation failure was due to corrosion of the vacuum sleeve caused by the electro-etching process. Galil medical modified the needle marking process in march 2015 to a laser marking process. This needle was manufactured prior to implementation of that process. Galil medical has been manufacturing vacuum insulated needles since june 2011. The failure rate of vacuum insulation failures is very low. The risk to a patient of a vacuum sleeve insulation failure is identical to the risk associated with non-vacuum insulated cryoablation needles. As the process for marking needles has already been changed, no further actions are required.